Event description:
It was reported that empty syringes in foley tray. Per follow up response received via email on 12jul2025, no samples were available, saline was sent out to the patient so the syringes could be filled as used. The patient no longer had the item packaging. No major impact, alternate item was provided. Customer reached out to their vendor cardinal health to confirm if they had any changes made to the item on their end.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error. Malfunction is not against a bd or bard product. This report is being submitted as additional information. The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A DHR could not be performed since no lot number was provided. A labeling review is not required because labeling could not have prevented the reported issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that empty syringes in foley tray.